Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 700 mg/dl. The customer was thirsty, and had been vomiting prior to the event. The caller stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.